Manufacturer narrative:
Date received by manufacturer should be 11/03/2015. Based on the information provided, several issues were identified which could have contributed to the erroneous results. The results of the analyzer performance check indicate the instrument was not operating within specifications. Quality controls were not performed on the day of the event. Pre-analytics are not performed as recommended (clotting, centrifugation, no rack adapters). No general reagent issue was identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg+b). The initial hcg+b result was 0.241 miu/ml. Based on the results of her ultrasound, the patient was 3 months pregnant. Her physician complained about the initial result and the sample was repeated twice with results of 2020 miu/ml with a data flag and 2041 miu/ml with a data flag. The customer also sent the sample to another site where the hcg+b result was 1,924.0 ui/l. No adverse event occurred. The hcg+b reagent lot number was 185430. The expiration date was not provided. The application specialist noted the kit had been put in the refrigerator and had not been brought to room temperature before running the tests on the analyzer. It was noted that the customer had no problems with other assays on the instrument. After placing the hcg+b kit at room temperature before running tests on the instrument, the results were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Potential root causes may be related to the non-tempered reagent kit, inadequate sample quality, or misadjusted instrument components.